Event description:
It was reported that a device was interrogated in the box prior to implant with no problems but after being connected the leads, the device could not be interrogated. After trying second programmer, the device was disconnected. A new device was interrogated in the box with no issues. After connecting to the leads, the second device could not be interrogated as well. Finally after twenty minutes of device and header manipulation and programmer changes, the second device and programmer finally started to communicate. The first device was interrogated again with both programmers and had no problems. The next day both devices were interrogated again with no issues. The second device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.